Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. The device was received on 27oct2025. Upon investigation, it was discovered that there was no foreign matter within the device packaging. No failure was observed. Additionally, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
This event no longer meets the qualifications for a reportable event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje h3 - device evaluated by mfg?:device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the ultrathane mac-loc locking loop multipurpose drainage set contained foreign matter upon receipt. The device did not make any patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.